Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising and the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Between (B)(6) 2015 and (B)(6) 2016 the maximum lv pacing impedance rose from 380 ohms to 1995 ohms. Concomitant products: dtba1d1 crt-d, implanted (B)(6) 2014.

Event description:
It was reported approximately six months ago that the pacing impedance on the patient's left ventricular (lv) lead rose quickly and is now high. The lv pacing vector was reprogrammed as the high impedance was associated with the lv tip electrode. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.